Event description:
Colectomy total procedure. Cs29 dlu was fired and did not cut. Pc displayed "firing incomplete". Manual release was unsuccessful so the surgeon cut all the tissue around the device to remove it. A colostomy had to be performed since there was no room for a second anastomosis.